Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals sensing integrity counter (sic). Analyst commented, automatic lead diagnostics shows ventricular non-physiological sensing detected.

Event description:
It was reported that the patient was hospitalized after falls that occurred. The implantable pulse generator (ipg) was noted to exhibit loss of capture and oversensing with pocket manipulation. Diagnostic testing/troubleshooting was performed. The ipg was reprogrammed and remains in use. In addition it was noted that a right ventricular (rv) lead alert triggered for low pacing impedance with a number of ventricular tachycardia (vt) episodes that appeared to be non-physiological. The rv lead was reprogrammed and remains in use. However, a possible battery change with rv lead revision is scheduled. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.